Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: foreign- (B)(6)/ study name: (B)(6)- patient ID # (B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2014, three stellarex catheters were used to treat the target lesions of the right distal sfa and right distal popliteal. Approximately 45 months post index procedure, the patient was hospitalized due to cardiac decompensation. The patient developed severe pneumonia and expired on (B)(6) 2018.